Event description:
Reported over infusion- channel a had a broken slide clamp sear, when the nurse removed the IV tubing from the channel the "flo stop" on the IV set was still open and tubing attached to the pt, which resulted in a free flow condition and over infusion of dobutamine for approximately 1-2 sec. Clinical engineering tested the "flo stop" alarm and it did respond correctly. Tubing was evaluated and working correctly, error log in unit was checked and no malfunction codes were noted. Alarm was noted by nurses", pt was monitored for extended time with no add'l medication and no injury.